Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 130 noted during testing. The motor was tested outside of the device and passed. No pump error 63 noted during self test. Pump trace download confirmed pump error 63 (variable 3), problem isolated to the keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 94 mg/dl at the time of the incident. Assisted with performing a self test and self test was failed. Customer had another pump error and it was resolve by self test. The insulin pump will be returned for analysis.